Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2021, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 27-dec-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 04-feb-2025, UDI#: (B)(4).if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient was in a car accident where they were t-boned last year and had been losing contacts. Patient had been programming around it to "work around" it; however when patient was recently in vegas her current programs also stopped working. Pt has an appt with dr 3/14 but needed to be seen asap as device helps her pain. Rep checked w office and they allowed them to go in fri afternoon to see her. Imp checked and 3-7 are all either over 40000 or orange and in high 30000¿s. Her programming all groups were using #3. Rp¿d apt only using lead 8-15 as all contacts wnl she was happy with that. Per patient, her hcp offered to revise her lead but she is thinking about it.